Manufacturer narrative:
The returned pad-pak performed to specification throughout testing and would have been capable of delivering shock therapy. The 350p device was not returned to heartsine for investigation and therefore the combination of pad-pak and device could not be tested. H3 other text : incomplete device returned for evaluation

Event description:
Device will not power on with pad-pak but will when others are used. No patient involvement.

Event description:
Device will not power on with pad-pak but will when others are used. No patient involvement.